Event description:
It was reported that in the beginning of an atrial fibrillation (afib) procedure, the patient's blood pressure dropped and intracardiac echocardiogram confirmed perforation. Pericardiocentesis was performed; 305 cc of fluid was removed. The patient was stabilized and admitted for observation. Multiple attempts were done to request for further details of the event and the patient's updated health status, however, no additional information has been provided.

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #: m-5463-01, serial #: (B)(4). Acunav 10f-90 catheter (device was discarded by the customer/ not returned for investigation): model #: m-5723-01, lot #.: unknown. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).